Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired in hospice and the pt was bacteremic, fungemic, and had failure to thrive, which likely resulted in multisystem organ failure. There were no vad alarms, but the family reported hearing loud humming vibration in the pt's chest every few hours starting a few days before expiration.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.